Manufacturer narrative:
Additional information indicates that the malfunction was with the ipg and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturing report number:1627487-2025-03792.] The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's left extension pulled out of the ipg. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturing report number:1627487-2025-03792.] The extension was reinserted into the ipg and the impedances resolved.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's left extension had low impedances and the right extension had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein both extensions were repositioned.